Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the new implantable pulse generator (ipg) was connected to the atrial lead, however, it was not possible to tighten the set screw down on the lead pin, and a loss of capture was observed. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. The returned device indicated a foreign material on both surfaces of the right ventricular grommet. The returned device indicated a missing right ventricular set screw. If information is provided in the future, a supplemental report will be issued.